Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be fired; however, the band failed to release. Reportedly, the device was removed and noted that the bands was gripped on the ligator cap which caused tension at the tip of the endoscope. The ligation kit was disassembled to prevent further damage to the endoscope material. After the procedure, leak test was performed and air leakage was identified on the suface of the endoscope. The procedure was completed with another speedband superview super 7. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be fired; however, the band failed to release. Reportedly, the device was removed and noted that the bands was gripped on the ligator cap which caused tension at the tip of the endoscope. The ligation kit was disassembled to prevent further damage to the endoscope material. After the procedure, leak test was performed and air leakage was identified on the suface of the endoscope. The procedure was completed with another speedband superview super 7. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.